Event description:
Malfunction: problem with z axis alignment. A technician reports that during refractive surgery, the bed would not move in the z axis. Attempts at fixing the problem, by moving the bed out and in, left and right, and recycling power, were unsuccessful. The refractive support manager assisted via phone, where he determined that the bed had to be raised and lowered in the swivel mode, in order to access the z axis, under the laser. This attempt was successful. Pt outcome was not affected.

Manufacturer narrative:
Determination of root cause: assessment: refractive support manager reported assisting a site, via phone, that reported not being able to move the bed in z axis. After troubleshooting, he determined that the bed had to be raised and lowered in the swivel out mode, in order to access the z axis, under the laser. No part was returned. No part investigation was conducted. A review of the complaint database for the prior three months revealed no other complaint was reported for the system. Conclusion: based on the results of the investigation, the root cause of the bed issue was that the bed had to be raised and lowered in the swivel out mode. (B) (4). (B) (4). (B) (4).